Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon found the ems instrument stapler to be inoperable as it would not feed staples and jammed. Another ems instrument was used to complete the case. There was no consequence to the pt. The device was discarded.